Event description:
I noted ventricular undersensing on stored episodes. Discussed changing sensitivity, however the device is already programmed 0.9 and we do not want to make the device to sensitive. Atrial lead capped 1388t au13623 (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).